Manufacturer narrative:
Pain and a potential infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. Furthermore, the analysis of the devices memory was inspected, showing normal device function while implanted and in service.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from pain and pronounced tenderness at the biomonitor implantation site. No immediate signs of infection were evident. The patient was hospitalized and the device was explanted.